Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that having multiple false positive on bd veritor ¿ sars-cov-2 & flu a+b. There was one occurence in this event with no patient impact. The following information was provided by the customer: "customer is having multiple false positive on flu results on their triplex kits."

Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges multiple false positive results when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 1279786. The 9 other tests were performed on asymptomatic patients to make sure there was no error and the tests also turned positive for flu a. The customer then tested the symptomatic patients again with bd veritor flu a/b (material # 256045) and they all were negative. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. It shown two lines for sars-cov-2 and flu a+b but single line for sars2 ¿ cov-2 (material# 256082). Returned product testing was completed and all devices had normal intended results. Review of risk management documentation indicates that the potential risk of the reported complaint (false positive) was assessed as severity s3 (reference line # 39) via document (B)(4), rev 02. The complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported by the customer that they are having multiple false positive on bd veritor ¿ sars-cov-2 & flu a+b. Six symptomatic patients, nine asymptomatic patients and personnel tested positive. Symptomatic patients were retested using a different lot # and were negative. One symptomatic patient after retest came back positive for cov-2 then retested on veritor for cov-2 and came back negative. There was not patient impact reported. The following information was provided by the customer: customer is having multiple false positive on flu results on their triplex kits. She says so far 15 tests have been used. The first 6 were used on symptomatic patients and they were all positive for flu a. The 9 other tests were performed on asymptomatic patients and personnel to make sure there was no error and the tests also turned positive for flu a. The customer then tested the symptomatic patients again with cat #256045 (bd veritor flu a/b) and they were negative. Customer has 2 boxes of the same lot#. Customer says that after testing the 2nd box of the same lot#; 2 asymptomatic came back negative. The 1 symptomatic (congestion) came back positive for cov-2. She tested the symptomatic one on a bd veritor cov-2 and it was negative.

Manufacturer narrative:
The following correction was made: b.5 describe event or problem: it was reported by the customer that they are having multiple false positive on bd veritor ¿ sars-cov-2 & flu a+b. Six symptomatic patients and nine asymptomatic patients and personnel tested positive. Symptomatic patients were retested using a different lot # and were negative. One symptomatic patient after retest came back positive for cov-2 then retested on veritor for cov-2 and came back negative. There was not patient impact reported. The following information was provided by the customer: "customer is having multiple false positive on flu results on their triplex kits.". "She says so far 15 tests have been used. The first 6 were used on symptomatic patients and they were all positive for flu a. The 9 other tests were performed on asymptomatic patients and personnel to make sure there was no error and the tests also turned positive for flu a. The customer then tested the symptomatic patients again with cat #256045 (bd veritor flu a/b) and they were negative. Customer has 2 boxes of the same lot#.". "Customer says that after testing the 2nd box of the same lot#; 2 asymptomatic came back negative. The 1 symptomatic (congestion) came back positive for cov-2. She tested the symptomatic one on a bd veritor cov-2 and it was negative.".

Event description:
It was reported by the customer that they are having multiple false positive on bd veritor ¿ sars-cov-2 & flu a+b. Six symptomatic patients, nine asymptomatic patients and personnel tested positive. Symptomatic patients were retested using a different lot # and were negative. One symptomatic patient after retest came back positive for cov-2 then retested on veritor for cov-2 and came back negative. There was not patient impact reported. The following information was provided by the customer: "customer is having multiple false positive on flu results on their triplex kits.". "She says so far 15 tests have been used. The first 6 were used on symptomatic patients and they were all positive for flu a. The 9 other tests were performed on asymptomatic patients and personnel to make sure there was no error and the tests also turned positive for flu a. The customer then tested the symptomatic patients again with cat #256045 (bd veritor flu a/b) and they were negative. Customer has 2 boxes of the same lot#.". "Customer says that after testing the 2nd box of the same lot#; 2 asymptomatic came back negative. The 1 symptomatic (congestion) came back positive for cov-2. She tested the symptomatic one on a bd veritor cov-2 and it was negative.".